Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported, screwdriver wouldn't grasp the screw. There is a chip on the tip of it that prevents it from retaining the screws.